Manufacturer narrative:
On (B)(6) 2016 - we were notified that it is likely the that OEM atrial lead caused the pericardial effusion. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Pericardial tamponade was noted when the patient displayed symptoms of cardiogenic shock. The patient's illness is in its early stages of evolution. An echo, x-ray and ECG were performed and the patient was intubated. All available information suggests this lead remains actively implanted at this time.